Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open liver transplant, during the anastomosis of the vena cava, while closing, the thread broke. The tissues were damaged from the breaking of the thread. There was also blood loss of 500cc or more due to the product problem which required blood transfusion. The surgical time was extended for more than 30 minutes. The patient coded twice. Another competitor¿s device was used to complete the case.